Manufacturer narrative:
Per the t:slim user guide, only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies and the occlusion reoccurred. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the pump. The customer acknowledged the information. The customer stated that the infusion site would be changed.